Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) occurred on a patient's implantable pulse generator (ipg). The patient was not in a procedure or having radiation therapy during the time of the reset. It was further reported the longevity estimate indicated that the battery appeared to be depleting rapidly; however, post por, the longevity estimate was based on 100% atrial pacing and not the actual pacing percentage. The longevity was expected to rebound once the longevity estimator used actual pacing percentages. The por was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the implantable pulse generator (ipg) exhibited normal battery depletion despite the longevity estimate has not changed much in three years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analysis of the device memory indicated an observation of the longevity estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the por alert was still visible. It was further noted the por was a partial reset.